Event description:
It was alleged that the probe snapped off in the pt during surgery. Doctor was unable to find the tip and left it. It was reported that the pt developed an infection and the doctor had to go back in to remove the tip.

Manufacturer narrative:
Additional info will be provided, once investigation is completed.